Event description:
Has had breakage with product code 2161. Reservoir is broken in lower corner. No pt injury.

Manufacturer narrative:
Date sent to FDA: 7/7/97. H6 - evaluation codes: results (100) - a rupture of the weld seam on the lower left hand corner. Conclusions (68) - possibly a sharp edge on the sealing die, used in the mfg process, precipitated a weak area in the stress points of the device, which in turn could cause a rupture at the weld seam. Corrective action: welding die have been honed and will be inspected on a daily basis for smoothness.